Manufacturer narrative:
Patient age not available from the site. A medtronic representative visited the site to examine the medtronic imaging system, resulting in the decision to replace the wireless controller. After replacing the parts, the representative performed an imaging system check-out and tested areas passed. System performed as intended. Investigation of the returned part involved continued observation for recurrence of malfunction, however the issue could not be replicated. This event was identified during a retrospective review as discussed with the FDA new england district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: 3004785967. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported that, while in a spinal fusion procedure, the right side wireless tracker of the medtronic imaging system was not detecting the navigation system camera, despite multiple system reboots. Delay to surgery was approximately 45 minutes. Surgeon opted to abort medtronic imaging and navigation for the surgery. Continued surgery, no impact to patient.